Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that there is an issue with the device charging. There was no reported adverse patient impact.